Event description:
It was observed that during the device evaluation, the colonovideoscope had displayed a scope communication error codes e216, and b30. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to connection issues, error codes e216 and b30 were observed. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.